Event description:
The patient was undergoing a tonsillectomy and adenoidectomy. The surgeon was using the handpiece inside the tonsillar area to remove the tonsils and adenoids. The surgeon stated that while he was using the handpiece inside of the patient's throat he saw it "arc." This caused a superficial burn. Both pieces of the apparatus were removed and sent to the biomedical department. The sales representative was also notified of the incident.